Event description:
The account alleged the bed does not send out alarm on the nurse call system when the bed exit alarms. No patient impact.

Manufacturer narrative:
The technician checked the nurse call and found that the bed functioned as designed, no repair needed.